Manufacturer narrative:
Event date estimated based on aware date.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At the 45-day follow-up transesophageal echo (tee), the patient was found to have a device related thrombus (drt). The patient was switched from oral anticoagulant (oac) to plavix. Of note, the patient had stopped taking their oral anticoagulation. A follow-up tee will be performed in 30 days to see if the drt has resolved. The patient is doing well.